Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer¿s blood glucose level. Customer was guided by technical support to inspect and clean certain parts of the pump, and successfully completed the cartridge load process to resume insulin delivery.